Event description:
The patient gained .6 kg during the treatment. The patient was discharged from the unit but sought emergency treatment for shortness of breath on march 2, 1998, just prior to her next scheduled treatment. The gambro tech. Svc. Rep replaced the uf pump thermal fuse.